Event description:
It was reported alarm was not heard but confirmed by telemetry. It was stated patient was "clammy" and might have gone through withdrawal while in hospital for another unrelated medical issue. Patient missed refill date due to hospitalization. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).